Event description:
Report received stating, "bone mill was working then just failed and stopped rotating". No pt impact reported. No additional info was available upon follow up.

Manufacturer narrative:
No conclusion can be drawn as the device could not be evaluated, due to the condition of the disposable bowl as received. The bm210 disposable bowl had been autoclaved. No additional info was available upon follow up. The IFU contains the following warning. "The midas rex electric bone mill bowl, cap, and spatula are provided sterile and are intended for single pt use only. Do not resterilize these components. Medtronic assumes no liability for products which have been resterilized by health care facilities." The info received does not meet the criteria of a reportable event as no injury was alleged and none is anticipated.